Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they had been recharging the implanted neurostimulator regularly and every time up to know that had always worked, however this time they noticed that the ins battery was getting low and, in the red., patient said that they checked the controller battery and the controller was down around 60-70% so they charged the controller up to 100%. Pt said that they then started recharging the ins and they saw recharging excellent with the ins in the red. Pt said that they had been recharging the ins for about three hours and they kept seeing recharging excellent but the ins battery hadn't increased. Pt said that the controller battery went from 100% to 80%. Agent had the pt reset the controller. Pt noted that they had never taken the battery pack out before. Pt saw no apparent damage to the equipment. Agent had the pt unlock the controller. Pt saw battery low recharge your implanted device soon. Pt hit ok on the message and saw that their stimulation was off. Agent reviewed with the pt that the stimulation automatically turns off when the ins battery gets too low. Agent had the pt open the batteries screen; the controller was at 80% and the ins said low. Agent had the pt initiate an ins recharging session. Pt saw the ins at 30% with recharging excellent indicated. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.